Manufacturer narrative:
This issue has resulted in the necessity to pierce the balloon via fluoroscopy. The catheter was removed after the shaft was cut and the balloon deflated results in the case being deemed a reportable malfunction. (B)(4).

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). Complaint received as follows: 'in 5 different cases, the balloon could not be deflated. A physician was called in for assistance and since he also failed to remove the catheter, the urologist was called in who eventually had to perform a surgical procedure. One faulty sample is being sent to you for your immediate examination.